Manufacturer narrative:
Correction: date of explant updated, medical device problem code updated. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
Additional information received on 02/18/2023 indicates that beginning (B)(6) 2018 (date of aris implant) extending through (B)(6) 2022, the patient has experienced the following: rectal fullness and discomfort. Extrusion of sling material was noted with dyspareunia leading to complete excision of vaginal portion of urethral sling. The patient has also experienced a vaginal mucosal tear. Complete excision of left arm of urethral sling, with extensive bilateral groin exploration. A right groin surgical incision to relieve swelling, and hematuria. No additional information was provided.

Manufacturer narrative:
(B)(4). Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated pudendal neuralgia, chronic pelvic pain, urinary problems, incontinence, adhesions and difficulty with daily activities and removal surgeries on (B)(6). Has suffered an will suffer apprehension of increased risk of injuries, infections, pain, mental anguish, discharge, and multiple corrective surgeries, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medication, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia, multiple, severe, and painful personal injuries including urinary incontinence, physical deformity, and the loss of the ability to perform sexually, erosion of the vaginal wall and other tissues, infection.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #(B)(4). This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint, the device not being returned for evaluation and the lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.